Event description:
Facility reported the patient experienced corneal edema following surgery where an enlargement of the incision was required to accommodate the removal of the intraocular lens (iol) when a product problem was noted after insertion. Additional information was requested regarding patient identifier, treatment and outcome.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The lens was improperly re-cased by the customer, which resulted in optic damage. Observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.